Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacemaker implant procedure. The physician was unable to loosen the setscrew on the pacemaker header after attaching the right ventricular lead due to setscrew damage and decided to exchange both the device and lead during procedure on (B)(6) 2019. The patient was recovering post-procedure.

Manufacturer narrative:
As received, a pacemaker was returned above normal elective replacement indicator (eri) for the reported events of failure to loosen the setscrew and setscrew damage. Analysis found that the user incorrectly inserted the hexwrench and caused near total stripping of the setscrew. No other anomalies were found and the reported events were confirmed as a results of use error.